Manufacturer narrative:
(B)(4). The product was not requested to return to manufacturer for laboratory investigation as the failure is already known to the manufacturer and has been thoroughly investigated under a previous complaint. During investigation of this similar complaint a crack on luer lock on upper blood outlet side could be found. Furthermore the device history record for this similar complaint has been reviewed. Thereby no abnormality was found. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. Therefore all damages found on the product are most probable due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Description from the customer report: the customer reported a leak on the upper luer of the arterial side of the hmod70000. This event occurred during priming. No patient was involved. (B)(4).